Manufacturer narrative:
Batch review performed on 29-dec-2025. Ball heads: mectacer 01.29.209 mectacer head biolox delta dia.36 12/14-m (k112115) lot. 2339382: (B)(4) items manufactured and released on 26-oct-2023 expiration date: 2028-10-03. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3644hc10a face chang 10 deg; pe hc liner d 36/e (k183582) lot. 2009675: (B)(4) items manufactured and released on 01-dec-2020 expiration date: 2025-11-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 1 year and 9 months from primary the patient reported instability due to leg length discrepancy. The surgeon revised the head and liner to xxl head and dm liner. The surgery was completed successfully.